Event description:
Customer reported that the insulin pump makes a loud noise and vibrates when it's rewound. Customer did not verify blood glucose levels at the time of the incident or hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.